Manufacturer narrative:
(B)(4). The incident sample is not returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the DHR of the system console. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
Patient received pneumothorax during a superdimension procedure. The case was completed. No treatment or hospitalization was required. Patient was under nitrous oxide sedation. No product will be returned. No additional details on patient status available at this time. If additional information pertinent to the incident is obtained a follow-up report will be submitted.